Manufacturer narrative:
Customer service sent the customer the personal fit flex breast shields to try. In follow up with a complaint handler on 09/13/2021, the customer indicated that the dermatologist felt that the breast shields might be the fault of the rash and suggested she contact medela to see if there was an alternative breast shield. The customer stated that she was prescribed a topical steroid cream to help soothe the rash. She also stated that she has used the new breast shields that she received a few times, but believes they also have polypropylene in them. Her rash is gone and is not sure if it was the breast shields or her body's hormones that caused it. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed).

Event description:
On (B)(6) 2021, the customer alleged to medela llc that the personal fit plus 24mm breast shields that she used with her pump in style max flow breast pump caused a rash where the breast shields touched her skin.